Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli). Lead fracture was suspected. The lead was buried with the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information from the local representative that the identified clinical observation of out of range lv pacing impedances was discovered by the physician during an av nodal radio frequency (rf) ablation. The chronic implanted leads were viewed fluoroscopically and no obvious fracture was identified. There was no lv lead intervention planned at that time. The local representative contacted the clinic and the cause of this patient's death was not known. The local representative spoke to the clinic again and the cause of death was not known. The device following physician had been consulted after the patient was admitted to the emergency room (ER) with atrial fibrillation with rapid ventricular responses (rvr). Shortly thereafter, an rf ablation was performed with no request for device interrogation post-procedure. The patient had been scheduled for an in-clinic device check but died prior to the scheduled appointment. The physician did not report or allege that the issue with the lv lead caused or contributed to the patient's death. The patient's medical history was significant for multiple co-morbidities. The local representative was not contacted to interrogate the device post-mortem and was not aware that the patient had died.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.